Manufacturer narrative:
Information was rec'd via published literature. Please reference literature at the following location: http://www.ncbi.nlm.nih.gov/pubmed/25437085. This report will be amended when our investigation is complete.

Event description:
It is reported the patient is experiencing pain and limping following an unstable intertrochanteric bone fracture.

Manufacturer narrative:
This complaint was identified during review of a journal article, so information about the case is limited. It is important to note there was an attempt to request additional information which was unsuccessful. There was no particular product part or lot information provided, so a complaint review could not be performed. The report indicated that the patient experienced a severe loss of femoral offset. The femoral offset in the treated hip was reported as 29.7 mm versus the other hip which had a femoral offset of 37.7 mm. This reduction in femoral offset is likely the cause of the hip pain and the limping. The article did not claim any deficiency in the implant that led to the loss of femoral offset. It cannot be determined if the reduction in femoral offset was due to a deficiency in the device, if it was due to the technique used, or if it was simply the result of a complex fracture pattern. The exact cause of the complaint cannot be determined. Due to this complaint being identified during review of a journal article there was no product returned; therefore, no physical evaluation could be conducted. The device history records could not be reviewed due to lack of product identification, no lot number provided. Zimmer itst nails are used for treatment.